Manufacturer narrative:
Onsite investigation was preformed and the reported event was replicated by the field representative. Replacement of the gantry gpio board, re-calibrating and invalidating home sequence resolved the issue. No further issues were reported. Replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were unable to see the imaging system's tracker. They had a green line of communication, however the tracker was not visible in the tracking view. They were draping the o-arm, but they confirmed that draping was adequate and did not cause the event. Procedure continued without the use of imaging or navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.